Event description:
It was reported that a physician was having difficult to use her handheld computer. It was impossible to perform a diagnostic test, the screen of the device was freezing. Troubleshooting was performed but the issues persisted. The suspected programming computer was returned to the manufacturer. Analysis is underway but it has not been completed to date. Review of manufacturing records confirmed that the handheld computer passed all functional tests prior to distribution

Event description:
Analysis of the returned handheld computer was completed and no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the returned flashcard was completed and the reported "frozen screen" issue was not verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.